Event description:
It was reported that the insulin gauge was inaccurate and static. Reportedly the customer had used cold insulin to the fill the cartridge. There was no adverse impact to the customer's blood glucose level. Customer continued to use the existing cartridge.